Event description:
After using the dilatation catheter to post dilate a stent the catheter separated while being removed. The separated segment was retrieved with a "snare" device. There was no pt injury associated with this event.